Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: according to the information received the screws broke during plate repositioning. The images provided with complaint (B)(4) and the description of the incident confirms that a proper surgical technique was applied. Since the concerned screws were not returned for analysis and the exact article and lot numbers are not known the present complaint cannot be fully analysed and we are not able to give a conclusive statement regarding a possible failure reason. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports the following: several screws from the locking condylar plate ¿ distal radius system broke during repositioning of the plate. Surgery was prolonged between 15 and 30 min. This is report 1 of 1 for complaint (B)(4). This report is for an unknown quantity of unknown screws.

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. It appears that the reported devices were not implanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.